Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6), 2023, the patient underwent orif surgery for tka periprosthetic fracture with rfna nut and washers and locking screws. One week postoperatively, the nut and washers were completely removed. The surgeon commented that at the time of rehabilitation, the patient had not begun any large movement exercises. The surgeon requested that this event be investigated to see if it was caused by the screw or nut, etc., as the screw appeared to be long enough, as confirmed by x-ray. Scheduled for revision surgery on (B)(6) 2023. Procedure was completed successfully without any surgical delay. This report is for one (1) lockscr f/nails ø5 l74 xl25 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E1: initial reporter is j&j company representative. H6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the lockscr f/nails ø5 l74 xl25. However, depuy synthes quality system has addressed this kind of reported issue. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. It is understood there is no allegation associated against a product malfunction. However, the overall complaint was confirmed as the observed condition of the lockscr f/nails ø5 l74 xl25 would contribute to a device issue. This issue is being addressed under depuy synthes quality system. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, reviewed. Dimensional inspection: n/a. Device history: a manufacturing record evaluation was performed for the finished device product code#:04.045.074s, lot #:766p793. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 29/04/2022, manufacturing site:jabil grenchen, expiry date:01/04/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.